Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed, and revealed that there was high resistance/impedance as there were patient alerts for out of tolerance subthreshold lead impedance on 29-sep-2011 and 06-oct-2011. The weekly pace lead impedance trend data shows a gradual increase for min and max ventricular pace bi impedance equal 836 to 3059 ohms peak between 06-feb-2011 and 02-oct-2011.

Event description:
It was reported that the right ventricular lead's impedance increased and now has high lead impedance. The lead is still in use and will continue to monitor the patient with routine follow up. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead's impedance increased and now has high lead impedance. The lead is still in use and will continue to monitor the patient with routine follow up. No patient complications have been reported as a result of this event. It was further reported that the lead had rising threshold of the right ventricular pacing portion of the lead and that there was an impedance alert. The physician will continue to monitor the situation in its current settings as the physician is opposed to surgical risk of replacement of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.